Event description:
Patient was admitted to medical center where pt was treated for peritonitis. "They underwent an exploratory laparotomy and their ascending, transverse and descending colons were resected and an ostomy was created. After surgery, they developed renal failure and were started on continuous venous hemofiltration, cvvh. They developed serious bleeding and was put on aceturate cvvh formula. After rapid removal of 500cc fluid in one hour by the cvvh process conducted with baxter components which are believed to have been altered for use including, but not limited to the bm11 or bm11a blood monitor pump and cvvh circuit, patient developed hypotension and bradycardia which required cardiac compressions and drugs. As a result, patient suffered brain damage."